Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had exhibited right ventricular (rv) lead noise and sensing of non physiologic signals. An inappropriate shock was delivered a few months ago. Technical services (ts) was consulted and reviewed possible reasons for the exhibited behavior and recommended troubleshooting. This ICD system remains in service. No additional adverse patient effects were reported.